Event description:
Mother reports that her son recently took his driver's test and complained that he couldn't see clearly. Following the exam, she took him for an eye exam and she was told that he had a severe eye infection in both eyes. He was given medication and followed up, with some improvement, but his eyes were not healing as fast as they should have and therefore, he was seen by a specialist yesterday. The specialist diagnosed that he had a keratitis caused from the use of amo contact solution. They are unsure if his sight will return back to how it was, as currently, he is suffering from vision loss. He is being followed by the specialist. Mother has attempted to contact the manufacturer, but gets a recording that the number is no longer a working number. A second number she acquired is more of a general working number, whereby she's left a message.